Manufacturer narrative:
An event of air embolism and no backbleed initially was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, an 18mm amplatzer amulet device was selected for implant using a 12f torque delivery system. This was a second implantation attempt after a massive air-embolism in the initial attempt on (B)(6) 2019. After transseptal puncture, air embolism of unknown source was seen in the left ventricle. No back bleed was seen after initially introducing the delivery sheath into the left atrium, but when the physician tried to aspirate the air with a 5ml syringe, a slow back bleed was observed. Post procedure, air bubbles was still present in the left ventricle. The patient was reported to be stable.